Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
While reporting issues with lost sensor alerts, customer reported that she had been experiencing low blood glucose levels for a week leading up to the call. Customer reported losing consciousness on three occasions due to low blood glucose levels. Customer stated that she had a blood glucose level of 40 mg/dl earlier in the day of the call. Troubleshooting showed that the lost sensor alert was due to an incorrect programming issue. Blood glucose level was 224 mg/dl at the time of the call. No further information was provided.